Manufacturer narrative:
This is one of two device reports related to this event. This is one of two events related to this pt. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a heart attack and subsequently expired, which is alleged to have been caused by the pt's exposure to the product ministered during dialysis treatment.